Event description:
It was reported that the castor of the navigation cart broke off during transport at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the castor without a brake broke off was confirmed during the visual inspection process. The castor was repaired at the user facility.

Event description:
It was reported that the castor of the navigation cart broke off during transport at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.